Manufacturer narrative:
A copy of the x-ray was reviewed by our post market quality assurance laboratory. Analysis of the x-ray was inconclusive. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited a pacing impedance measurement greater than 25000 ohms. An x-ray was performed and a lead fracture was observed. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the lead was replaced and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.